Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime/ compromised force sensor test. However, the pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to confirm motor position encoder error alarm due to erased history file. The pump was received with cracked battery tube threads. The pump received with cracked reservoir tube lip. The pump received with cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 117 mg/dl. The customer states they received the alarm during set change. The customer states the pump was not exposed to a high magnetic field. The customer stated there was a motor position encoder error alarm noted. The customer states they are able to complete the rewind. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.